Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2326 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reet2326) have been reported from the same facility in (B)(6).

Event description:
It was reported, "catheter site infection." Start date: (B)(6) 2020; end date: (B)(6) 2020. The event is a local (catheter site) infection and occurred at the left side of the body. Mild severity and likely related to the device (catheter) and unrelated to the procedure and unrelated to the accessories (guidewire, stylet). Action taken: medication prescribed, device removed. Outcome: recovered, no sequelae. The local infection was confirmed by presence of pus at exit site.